Event description:
Immediately following an rvad (right ventricular assist device) patient's transfer from the operating room to intensive care unit, a "trickle" of blood was noticed on the outflow valve housing nut of the blood pump. Bone wax was applied to the outflow valve housing nut, and there was no further leakage noted. The blood pump was visually inspected and there was no sign of blood in the blood pump housing between the blood sac and diaphragm. During 2002 (exact date unknown), the patient was successfully transplanted. There was no adverse effect on the patient as a result of this event.